Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A german customer alleged receiving a blood glucose reading of 602mg/dl on the contour next one. A nurse retested the customer on a contour xt and the reading was 202mg/dl. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for investigation.